Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 111mg/dl and 123mg/dl. Verified storage of product is within instructed spec since they are kept in bedroom. Test strip lot MFR's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 170mg/dl (B)(6) 2015 07:18am fasting yes; 182mg/dl (B)(6) 2015 07:10am fasting yes; 182mg/dl (B)(6) 2015 07:10am fasting yes; 190mg/dl (B)(6) 2015 07:05am fasting yes; 167mg/dl (B)(6) 2015 07:03am fasting yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: user had an inaccurate reference.